Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that customer used backup endoscope to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the scope had an image upside down and customer had to use a backup endoscope to complete the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed using another scope. There were no delay and no damage to the adapter.